Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature sensing catheter cable was found kinked inside the package prior to use. The catheter was used on the patient but provided inaccurate temperature readings.

Event description:
It was reported that the temperature sensing catheter cable was found kinked inside the package prior to use. The catheter was used on the patient but provided inaccurate temperature readings.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found a kink on the returned sample. How and event occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿16)do not wet the lead wire and the junction with extension cable. 17)this device is compatible only with monitors requiring ysi 400-series type temperature probes. 18)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 19)do not wipe catheter surface with organic solvents such as alcohol. 20)do not aspirate urine through drainage funnel wall. 21)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 22)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."